Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system was unable to power on. Upon troubleshooting fse found that a plumbing water pipe was situated above the equipment room and broken due to age; so, water leaked into the allura system cabinets b and r resulting in failure of the system's ability to power on. The fse has sent quote for replacement service of the b and r cabinet to customer however customer did not approve the quotation. As a result, no service has been carried out by philips. There has been no additional information received to date. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to power on. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.